Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported the patient was unable to charge past 50%. Patient stated he has had it on for 8 or 9 hours for the last few days and can't get it to go past halfway and has not used it for some time. Patient stated he last charged and felt stimulation about 3 months ago and could still charge it then and it would charge all the way up. Patient stated that for the last few days he could not get it to go past halfway. Patient reported seeing all 8 coupling boxes filled. During the call, patient services had patient try to connect with recharger (insr) and they reported the ins battery was half full and they saw 8 coupling boxes filled in. Patient reported he was not moving and was not losing boxes and still could not get ins battery to charge past halfway. Patient stated the boxes fluctuate between 6-8 boxes. Patient reported a fall that could be related to this event. Patient was redirected to healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the inability to charge past 50% and loss of stimulation wasn't determined. The patient reported that it started to charge but took 10 hours. The patient reported that the charging past 50% had been resolved but the stimulation problem hadn't been resolved. The patient reported that the fall wasn't related to the device/therapy issue. No further complications were reported.